Event description:
Pt developed severe post operative spasm of paralumbar musculature with associated leg pain. Resolved in 7-10 days. After surgery pt required large amounts of narcotic pain medication and p.o. Muscle relaxers for relief of pain and spasms. 5 grams direct placement over laminectomy defect.